Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023. After the ventricular lead was placed, vega r45 was placed in the atrium and the data were measured, but noise was observed. Ventricular lead measurements were normal, so the physician tried connecting the vega r45 to the ventricular patient cable, but the same noise was observed. Pacing was performed, but it was not captured even with 18v output. Therefore, he took out a new vega r45 from the spare package, placed it in atrium, connected it to the patient cable, and measured it. No noise was observed, and the measurement was completed without any problems.

Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023. After the ventricular lead was placed, vega r45 was placed in the atrium and the data were measured, but noise was observed. Ventricular lead measurements were normal, so the physician tried connecting the vega r45 to the ventricular patient cable, but the same noise was observed. Pacing was performed, but it was not captured even with 18v output. Therefore, he took out a new vega r45 from the spare package, placed it in atrium, connected it to the patient cable, and measured it. No noise was observed, and the measurement was completed without any problems.